Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up with a device that was post paced t wave oversensing on the ventricular lead. The patient did not received therapy and the oversensing was noted on a real time electrogram. Reprogramming changes were recommended.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.